Event description:
Additional information was reported by the healthcare professional (hcp) on 2016-(B)(6). It was reported that the pump had been explanted on 2016-(B)(6).

Event description:
Information was received from a consumer regarding a patient receiving clonidine (234.0 mcg/ml at 108.36 mcg/day), bupivacaine (20.0 mg/ml at 9.261 mg/day), and dilaudid (20.0 mg/ml at 9.261 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that there was a volume discrepancy. On (B)(6) 2016, the actual reservoir volume was 14 ml; the expected reservoir volume was 4 ml. The fluid that was pulled out of the pump was a "deep yellow" color. There were no volume discrepancies at the prior refill. This was only the second refill since pump implant, but no other issues were noted at the other refill. The patient stated that she could not hear the pump when it alarmed and stated the she was not made aware of any alarms occurring. The hcp (healthcare professional) did not do a dye study. The hcp stated that the pump was malfunctioning. The patient did not know if the hcp tested the fluid that was aspirated to determine what it was. When she called the hcp to ask for a picture of the color, she was told they no longer had the fluid. The patient initially stated that the hcp thought there was something wrong with the refill port, but then later stated that the hcp didn't actually say it was the port. The patient thought the port was "damaged and sucking fluid into the pump". Per the patient, the drug was always clear at refills and she did not believe the issue was with the drug. The patient had always been on the same drug, but she could not confirm whether the drug was from a different pharmacy than the drug at the other refills she had had in the past. The patient was scheduled for a pump replacement on (B)(6) 2016. The patient had increased pain that was getting worse, burning in her hands, and other break through pain that had come on gradually.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.